Event description:
The doctor stated the patient presented with a foot drop. Extensive work-up was done at a another hospital but the patient wanted the device out because she said was nervous and it wasn¿t helping anyways. Diagnostic testing and troubleshooting was performed, but unknown what was done. Device system was explanted. The patient¿s health care provider (hcp) reported that it was unknown if the patient experienced a 50% or greater symptom reduction. The cause of the event was not determined. The patient recovered without permanent impairment. It was further reported by the patient¿s doctor that the patient had an episode of foot drop. Extensive imaging was done, nothing was found. The patient just did not think the spinal cord stimulation (scs) was working for her, she asked her doctor to take the devices out so he did. There were no device malfunctions at all, that¿s why the devices will not be returned for any analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).